Event description:
It was reported that during use the bc valve didn't work and leakage occurred with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from japanese to english: when punctured to wet arm at induction lecture, bc valve didn't work.

Manufacturer narrative:
H.6. Investigation: three photos and one sample was received by our quality team for evaluation. The sample was subjected to blood escape testing and passed, no abnormality was observed. Therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the incident could not be verified, a root cause could not be determined.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the bc valve didn't work and leakage occurred with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: when punctured to wet arm at induction lecture, bc valve didn't work.